Event description:
A caller reported experiencing a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Despite attempts to address the problem, the customer was unable to successfully load a new cartridge and resume insulin therapy, leading technical support to arrange for a replacement pump. The customer will use multiple daily injections as a backup therapy in the meantime and was instructed on necessary procedures such as returning the faulty pump and programming settings into the replacement pump. Detailed instructions were provided and understood by the customer, and a replacement pump was shipped without a signature requirement for delivery.